Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous obtuse marginal branch. A 24 x 2.50 promus premier¿ stent was advanced to treat the lesion, however, it was noted the stent struts were lifted during crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts on the proximal end of the crimped stent were damaged and bunched distally. Stent struts near the crimped stent mid-section were also lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous obtuse marginal branch. A 24 x 2.50 promus premier stent was advanced to treat the lesion, however, it was noted the stent struts were lifted during crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.